Event description:
Endoscopic stapler malfunctioned while attempting to obtain pulmonary biopsy. Replacement obtained with same results. Ethicon representative notified to discuss problem with surgeon with unsuccessful results. A total of 4 endoscopic staplers utilized with unsuccessful results. An open thoracotomy then had to be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.